Manufacturer narrative:
Concomitant medical product and therapy dates was confirmed to be asa and the date was corrected to (B)(6) 2015. The laser used in the pocket creation was added to the list. Relevant tests/laboratory data, including date: information was updated.

Event description:
The reported information stated the inlay was explanted from the left eye of a (B)(6) female patient approximately five (5) months postoperatively due to corneal haze and blurred vision.

Event description:
It was reported by the clinic on (B)(6) 2016 that the patient's vision has not improved much and is still at 20/100.

Event description:
It was reported that the patient's vision has improved to 20/40 as of the first week of (B)(6) 2017.